Event description:
It was reported to globus that a fortify endplate had detached from the implant 24 hours after initial surgery. No revision surgery is planned at this time. No images have been provided.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough review could not be conducted as the part number and lot number were not provided. No revision surgery is scheduled at this time. If a revision surgery is required, a supplemental report will be issued.